Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiovascular event on or about (B)(6) 2008 and expired that same day after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.